Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The diameter of the proximal aortic neck was 23 mm, with a length of 41 mm. It was reported that the physician attempted to implant the stent graft system. After deployment of the stent grafts, angiography revealed a type ia endoleak. An aortic cuff was implanted to resolve the leak, but without success. No additional clinical sequelae were reported and the patient is being monitored. No further intervention is planned at this time. The physician commented that there was a risk in type ia endoleak because just below renal artery had curvature and it would be resolved later.